Manufacturer narrative:
The analysis of the customer-provided ID core xt data and sequencing data for sample (B)(6) suggests that the failure of ID core xt to detect the lu*b allele is due to the presence of silent variant lu:c.285c>g in that allele. This mutation presumably prevents binding of the primers to lu exon 3 and amplification leading to a borderline signal which may lead to "no call" or to an error in the lu genotype. ID core xt reported a predicted lub- phenotype, but lu:c.285c>g variant is associated with an allele drop-out of lu*b allele. This false negative lub- result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with limitation 9 of ID core xt assay described in the ID core xt package insert under FDA approval.

Event description:
The customer reported a possible discrepancy. ID core xt genotype result was lu*02-.the sequencing result gave us a lu*02+ genotype.